Event description:
It was reported that the disposable pressure transducer was not reading the curve measurements properly; the values were way above.

Manufacturer narrative:
The device evaluation is anticipated. However, at this time the complaint could not be confirmed without the product. A supplemental report will be sent with the final investigation results.

Manufacturer narrative:
One single dpt was returned for evaluation with no attached components. The dpt zeroed and sensed pressure on a ge monitor without any problem. Pressure was measured at pressure values of 0, 50, 100 and 300mmhg and in reverse order. Electrical testing of the dpt showed input impedance and output impedance were within specification. No visible defects were found on the supercomal cable connector. The complaint of inaccurate pressure was not confirmed during the evaluation. No actions are needed at this time.